Manufacturer narrative:
Investigation: the complaint of the catheter displaying a poor image was investigated. The returned catheter was inspected, and during the investigation it was found that cause of the complaint was from acoustic array delamination due to user mishandling. It was advised that the user take extra caution when handling the imaging area of the catheter.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the catheter was being used for imaging for a transeptal puncture during an atrial fibrillation (afib) ablation procedure. The patient was under general anesthesia and as the doctor was inserting the catheter into the right atrium to prepare for transeptal puncture, it was observed that the catheter was displaying a poor image quality. The image was deemed poor because the doctor could not visualize the structures at the far end of the catheters' range of imaging. The cables were replaced but the issue did not resolve. The doctor removed the catheter and reinserted a new catheter into the patient and the issue was resolved. The ultrasound system did not need to be rebooted. There was a delay of two minutes while the replacement catheter was prepared. There was no loss of data and there was patient adverse event reported. No additional information was provided.